Event description:
It was reported that the catheter was inserted without difficulty into the subclavian vein and attached at the suture wings. Three days later the nurse noticed leakage and that the catheter had partially separated at the junction hub. The pt suffered an air embolism and developed temporary hemiparesis which resolved itself in five days. There were no further complications.